Manufacturer narrative:
(B)(4). Results of evaluation: (endoleak).

Event description:
An endurant bifurcated stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx one month ago. Aneurysm and vessel morphology were unremarkable. It was reported that there was a type IV endoleak coming from the hip area of the bifurcated stent graft. It was noted that the physician ballooned the stent graft with the balloon half above the flow divider and half in the ipsilateral limb. No further intervention was performed and the endoleak will be evaluated at the 30 day f/u. No additional clinical sequelae were reported, and the pt is fine.